Manufacturer narrative:
It was reported that the water temperature of the hcu30 did not rise above 30 ° c. The getinge field service technician has informed on (B)(6) 2022 that device will not be repaired and has been taken out of use by the customer. Thus no service report will be available. The getinge field service technician stated that the failure is probably caused by the actuator 24v ac/dc 50/60hz (material #70103.4052) and/or 3-way valve (material #70102.0562). According to the hcu 30 service manual (hcu 30 / service manual / english / 07/ hcu 30 / 9 troubleshooting / 110 /) when the temperature regulation works poorly or not at all and/or the cooling capactiy is poor a possible cause for the failure is a defective 3-way valve actuator. However, since the device will not be repaired, it cannot be confirmed. Based on the evaluated facts above, the reported failure "temperature of the hcu 30 did not rise above 30c "could not be confirmed. However the failure can be linked to the following most possible root causes according to our risk management file (dms# 2355724): inadequate heating functionality due to - hardware error (defective actuator). The review of the non-conformities has been performed on (B)(6) 2021 for the period of (B)(6) 2008 to (B)(6) 2021. It does not show any non-conformity in regard to the reported product and failure. There is no indication on manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported event. The product in question was produced in (B)(6) 2008. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program. Additional investigations, or corrective actions, will be implemented in the event of adverse trending.

Event description:
Complaint #b)(4). It was reported that during patient treatment, the temperature was set to 37 ° c but the water supply temperature did not rise above 30 ° c. It was initially informed that the machine was replaced during patient treatment, however the device was used and replaced after the conclusion of the patient treatment, when patient was not connected. No harm to any person has been reported.

Manufacturer narrative:
Further investigation is on-going. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint #(B)(4). It was reported that during patient treatment, the temperature was set to 37 ° c but the water supply temperature did not rise above 30 ° c. The machine was replaced during patient treatment.